Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a loose pitch cable with no visibly broken cable at the wrist. The housing was removed, and the pitch cable was found to be loose at the clamping pulley. As a result, motion at the wrist appeared to be slightly delayed when driven on the system. Failure analysis found the primary failure of a loose pitch cable at the proximal end of the instrument to be related to the customer reported complaint. Common causes of the failure mode loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A review of the device logs for the mbf (part#: 471172-17/, lot/serial#: (B)(6)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial#: (B)(4). There were 7 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the cable of the maryland bipolar forceps (mbf) moved non-intuitively. The procedure was completed with no reported injury with a backup mbf. Intuitive surgical, inc. (Isi) followed up with the site on (B)(6) 2022 and obtained the following additional information: the mbf was inspected prior to use with no issue. It was not known how the instrument was moving non-intuitively.